Manufacturer narrative:
Kci reported this event in response to sus voluntary event report number (B)(4). Based on a review of the event log by kci quality engineering and confirmation from the distributor, the device was placed with the patient in (B)(6) 2017, and qc checks were not performed on the device between the previous patient placements and this patient. The distributor is obligated to perform qc checks between patient placements per qc procedures provided to them by kci. After placement, the v.a.c.ulta¿ therapy unit was found to be out of calibration. However, there is no indication that the out of calibration is causally connected to the bleeding event reported. Kci's assessment remains the same; the complaint did not to meet the definition of a serious injury as defined in qp- 02-03 as aligned with 21 cfr 803 as no medical or surgical intervention was required.

Event description:
On 23 may 2017, the distributor managed device was tested per quality control (qc) procedure by the distributor, and the unit passed the qc checks and met specifications. There were two previous patient placements prior to placement with this patient. On (B)(6) 2017, the device was placed with the patient. On 18 sep 2017, the device was tested per quality control (qc) procedure by kci quality engineering. Inspection and testing of the device determined the device was out of calibration.

Manufacturer narrative:
Kci is reporting this event in response to sus voluntary event report (B)(4). Based on the information provided, the patient remained hemodynamically stable, and the bleeding resolved with pressure. No medical or surgical intervention was required. Kci determined the complaint did not to meet the definition of a serious injury as defined in qp-02-03 as aligned with 21 cfr 803. Therefore, kci has deemed this event not reportable. Device labeling, available in print and online, states: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy.

Event description:
On 08 aug 2017, kci received the following information via sus voluntary event report (B)(4): the customer had been using a wound vacuum assisted closure (vac) device for many days with no problems encountered. On (B)(6) 2017, the customer got out of bed and felt the wound vac suddenly suction down really hard and then release. The customer reported this caused significant pain. Also, at that same moment, blood began "pouring out" (blood started coming out of the left medial side of the dressing). The customer also stated he/she did not trip over the cord or have a fall. There was no indication that the wound vac malfunctioned, it was still running at 125 mmhg, blood noted in tubing of wound vac and about 600 cc noted in canister. A nurse turned off and clamped the wound vac. Abdominal dressing and trauma pads were applied to site. Medical team called to assist and a nurse practitioner and physician arrived to bedside and assessed customer. Bleeding had stopped with the formation of a large clot under the vac dressing. There was an estimated 200 cc of blood on the floor and bedding. Blood work was ordered and results were stable. A wet to dry dressing was applied to site and new wound vacuum supplies ordered for the next morning. The customer remained hemodynamically stable throughout the entire event. Any harm to the customer was temporary. The staff and provider were uncertain as to the cause for this event. A device evaluation of the v.a.c.ulta¿ therapy (system, unit) is currently pending completion. A follow up MDR will be submitted to include the results of the device evaluation upon its completion.